Manufacturer narrative:
H.6. Investigation: it was reported there was a blunt fill needle with a defect discovered. To aid in the investigation, one sample in and opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and the sample has an epoxy drip over on the needle hub. No other defects or imperfections were observed. The two photos provided show the sample received. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. A device history record review was completed for provided material number 305211, lot number 1120211. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator settings were performed finding everything set correctly, and product flow was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported bd needle filter blunt fill had epoxy in the cannula. The following information was provided by the initial reporter: "defective blunt fill needle discovered"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd needle filter blunt fill had epoxy in the cannula. The following information was provided by the initial reporter: "defective blunt fill needle discovered."